Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. The analyst also noted that the lead was returned with a damaged helix. Torque transfers properly to the tip when the is-1 pin is rotated.

Event description:
It was reported that during the implant attempt, it was difficult to fixate the lead and the helix would not retract. There was also difficulty with the sensing of the lead. It was removed and replaced. No patient complications were reported as a result of this event.